Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of damaged tubing was received from the customer. A sample was returned for investigation and through visual inspection the customer complaint was verified. A tare in the pumping segment was found starting at the lower filament and wrapping around and up the segment. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: through visual inspection the complaint of torn pumping segment ((B)(4)) was confirmed. Root cause description: a root cause could not be confirmed due to little information on when the tare was discovered, but possible root cause for this failure is pumping segment being improperly loaded onto pump. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv silicone pump tubing was torn. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "silicone pump section tore. No report was file the device was just dropped off with no information. Defect was obvious."